Manufacturer narrative:
The pump was received completely destroyed. Unit had severely damaged case, severely damaged electronic assembly, damaged motor, missing case bottom, severely damaged battery compartment, missing serial number label, damaged belt clip rails, severely damaged reservoir compartment and retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to severely damaged reservoir compartment and retainer. Unable to perform the displacement test due to completely destroyed pump. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had damaged clip rail. Customer reported that there was no damage to the retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.